Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported unresponsive up/down keypad buttons and pump errors 43, 130. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. During testing, the down keypad button required multiple presses in order to get it to respond. No unexpected pump error 43, 130, motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following pump errors: pump error 43--10+ alerts on (B)(6)2021; pump error 130--10+ alerts on (B)(6)2021. The adapt tool also lists the following pump errors which could potentially trigger a critical pump error: pump error 2 on (B)(6)2021 15:04:48.000; pump error 53 (filenumber = 32107, linenumber = 418) on (B)(6)2021 @ 15:04:48.000. The case was cut open. After visual inspection, there are traces of previous moisture presence in/around the following: keypad flex cable terminal; pcba1--j1, da1. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of unresponsive up/down keypad buttons and pump errors 43, 130 all were confirmed. The intermittent down keypad button is due to the moisture damage at pcba1 j1 and da1. The pump errors 53 (filenumber = 32107, linenumber = 418) according to the software r&d pump analysis log is a motor failure due to an external magnetic field. The other pump errors, 2, 43, and 130, probably stem from this. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were unable to clear the alarms and they were unable to rewind insulin pump. During troubleshoot for the pump error alarm, the customer stated that there was no response from any button. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.